Event description:
Customer reported that she was hospitalized for stomach issues. Customer stated that the blood glucose reading was 253 mg/dl and the sensor needle was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.